Event description:
Manufacturer received a report of a user falling from her power wheelchair when she hit a rock, causing the caster rim to break and the tire to come off. This allegedly resulted in the user falling and sustaining a fractured hip. The owner's manual for this device warns users to avoid obstacles and to always wear a safety restraint.